Manufacturer narrative:
Control results were compared to the manufacturer's established range. No in-house ranges were established. Edta (ethylenediaminetetraacetic acid) collection tube was use and the sample was less than 24 hours old and stored at room temperature. The calculated %cd34 result is not used for determining the number of cd34+ cells. The absolute cd34+ cells/ul is determined using the stem-count beads is the crucial result which was not affected. Although results were reported outside the lab, erroneous results (%cd34) were reported only from the fc500 instrument with the baseline offset in. However, the customer confirmed that only the cd34+ absolute counts were used in determining patient treatment if any and that there was no patient treatment affected. The field service engineer (fse) determined that the customer was not performing the stemcxp assay consistently between the two (2) instruments. One fc500 had the baseline offset turned off and the other fc500 had the baseline offset turned on during sample acquisition. Current product labeling for the stemcxp assay states there is a risk of incorrect results if you have baseline offset on during acquisition. During acquisition, ensure that baseline offset is off. Baseline offset on is for visual purposes only after analysis. Fse verified repair per established procedures. Results meet published performance specifications. Fse advised the customer to make sure baseline offset was turned off for stemcxp sample acquisition. Although the operator's manual for stemcxp states that baseline offset must be turned off, the customer overlooked the fact that it was on. The root cause has been attributed to the customer not following the product labeling. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
The customer reported that twp fc500 flow cytometers gave different %cd34 (cluster denomination) (B)(6) cells (of total white blood cells [wbc]) results on controls and patient samples during sample acquisition. It was confirmed that of the two instruments reported; only one provided erroneous %cd34 results. The erroneous test result was reported out of the laboratory. There was no impact to cd34+ absolute counts. No reports of death or serious injury, and no affect to patient treatment as a result of this event.